Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper was rough and damaged. The following information was provided by the initial reporter, translated from french: "a 3-piece luer-lock syringe ref 300865 / lot 2302093: rubber roughness at the joint of the 3-piece syringe"

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual evaluation, no defects or issues were observed and the stopper is verified to be correctly assembled. A device history review was performed for reported lot 2302093, no deviations or non-conformances related to this issue were identified during the manufacturing process. The silicone employed in this product is a medial grade and is used during the syringe assembly process to in order to help ease the movement of the plunger and stopper. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content testing are conducted for each lot to evaluate the movement of the plunger. Results for the reported lot were reviewed and no issues were identified. The returned sample underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe stopper was rough and damaged. The following information was provided by the initial reporter, translated from french: "a 3-piece luer-lock syringe ref (B)(4) / lot 2302093: rubber roughness at the joint of the 3-piece syringe" no, there were no consequences for the patient. This occurred during the preparation of chemotherapy in the controlled atmosphere zone.